Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently unresponsive to ok, up arrow, down arrow, and bolus button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The bolus button was found to be torn.

Event description:
The pt contacted animas alleging that the pump was intermittently unresponsive to keypad button presses. The pt also claimed that the buttons were intermittently not clicking or springing back. The pt denied that the pump was exposed to moisture.